Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: one actual device, a photo and a video of a sample were provided for evaluation. Visual inspection of the photo sample could not easily identify a leak. Visual inspection of the actual sample identified a pin size puncture hole/cut/tear on the left side edge of a bag. Visual inspection of the video identified a puncture leak on the back right shoulder area at the weld seam. A functional leak testing was performed on the actual sample by filling tap water, and leakage from a small pin size puncture hole/cut/tear was observed from the left front side edge of the bag. The reported condition was verified. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) exactamix 2000 ml eva tpn bags leaked near "insertion ports". Upon further inspection, the leak was from the seam of the bag. This was detected during filling at the compounding facility prior to patient use. The bags were filled with lipids. There was no patient involvement. No additional information is available.